Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Download/ pairing transmitter was performed and passed. A review of the share logs was performed and there were no fatal errors in the log found. The allegation was not confirmed. The probable cause was not confirmed because there were no fatal errors in the log. No injury or medical intervention was reported.